Manufacturer narrative:
The log review indicates an intermittent driver fault. Investigation is still ongoing.

Event description:
Perfusionist reported multiple pump stoppages without activating alarms. The back up pump was used to continue the procedure. We consider a pump stoppage to be reportable, despite no harm to the patient involved.